Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. The patient described the area as broken, bruised, red, burning, stinging, and itchy blisters. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown.